Manufacturer narrative:
(B)(4).the customer reported that the device charges slowly on battery power. There was no report of pt involvement. A philips field service engineer went to the customer site and verified the failure. Replacement of the battery resolved the failure. The device passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the device charges slowly on battery power. There was no report of pt involvement.